Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the main tube exhibited deep scratches/gouges in various sections, ranging from 3-5 inches long with light material removal and rough surface finish. The damage was located along the entire main tube length and was axially aligned with the main tube. No other damage was found. Evidence not conclusive but main tube damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that the shaft of the maryland bipolar forceps instrument was splintering. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.